Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Customer exercised, gave a correction bolus was delivered and changed infusion set to address bg. Customer declined to complete troubleshooting the issue with tandem technical support; therefore no additional information was obtained.